Event description:
(B)(4). Same case as 2134265-2010-02356. Same patient as 2134265-2009-02715i and 2134265-2009-02718. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated was a 2.6mm, 100% stenosed, 25mm long portion of the proximal left anterior descending artery (prox lad). The physician treated the lesion with pre-dilation using a 2.0x20mm balloon at maximum 6 atms. The physician then successfully placed two taxus express2 study stents (2.5x16mm at maximum 20 atms and 2.75x28mm at maximum 12 atms) in the target lesion. Post-dilatation was performed using a 3.0x20mm balloon at maximum 20 atms. Post-ivus was performed. The stent was well positioned and well expanded with no residual stenosis. There was no gap between these stents. The patient was discharged 7 days later. At 496 days after the index procedure, the patient experienced in-stent restenosis. The patient had no ischemic symptoms at the time of the event. The lesion was 3.5x40mm and 90% stenosed. The physician treated the stenosis 33 days later by implanting a non bsc stent. Post procedure stenosis was 0%. The patient was discharged 3 days later.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)